Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "recommended inflation capacities: 5cc balloon: use 10cc sterile water, 30cc balloon: use 35cc sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter leaked urine around the meatus. The patient allegedly felt pain and discomfort.